Manufacturer narrative:
(B)(4).disconnecting without following proper procedures and reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four in peritoneal dialysis. The patient was connected at the time of the alarm. The patient disconnected the patient line during drain four to go to the bathroom and did not use proper disconnect procedures. The patient then reconnected to the line. The technical service representative explained alarm and assisted the patient with ending therapy. The patient was to finish therapy with a manual supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.